Event description:
Initially report received from non health care professional stating that from the beginning of the lens wear it bothered consumer as there was humidity, eye was super dry. After a few days eyes started to become irritated and infected. Consumer was in the emergency room several times and a month later went to the ophthalmologist who told that consumer still had inflation and irritation in eye and thought it was an allergy from sea water or that if the eyes had rejected contact lenses for a while after so many years diagnosed as inflammation in eye. The current status of the consumer¿s eye was unknown. Additional information has been requested not yet received at the time of this report.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).